Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was seen in the emergency room after receiving shock therapy. The patient had a history of atrial fibrillation with rapid ventricular response. Upon interrogation, the local boston scientific field representative noted that the patient received anti-tachycardic pacing and eight shocks in one episode that resulted in therapy exhaustion. The fr reported that no programming changes were made to the device and no adverse patient effects were reported. The device remains in service.